Event description:
The customer reported that the system appeared to be producing x-rays after the x-ray switch was released. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board, tightened the connections on the isolation transformer, and reloaded calibration files. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.